Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown and red particles on the shell, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: sharp broken with non-penetrating nick near of the broken site, this condition is called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as surgical impact and missing shell assessed as inconclusive.

Event description:
Additionally healthcare professional reported left side"pain after surgery, deformity and pain still persisting." Device has been explanted.